Manufacturer narrative:
UDI - (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the box confirms there was debris found in the cavity. The ftir spectrum analysis concluded that the debris is of poly ethylene potentially from the foam packing. Device history record was reviewed and no discrepancies were found. Root cause was determined to be manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Report source, foreign: event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during incoming inspection there was debris found inside the sterile packaging. This event did not occur during surgery and had no patient involvement.